Event description:
Olympus was informed that towards the end of an unspecified laparoscopic procedure at an unknown date the esg-400 hf-generator issed error message e433 and could no longer be used. The intended procedure was completed using a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) in prerov, czech republic (received at the rrc on 2022-01-12). The evaluation/investigation confirmed the occurrence of error message e433. This error message, which in this case was caused by a defective hvps board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. However, a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.